Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not be recognized by the console. The electrical umbilical cable was replaced with out resolve. The balloon catheter was then replaced with resolve. However, a system notice was received indicating that the system detected an electrical component failure along with a thermocouple issue. The balloon catheter was then replaced without resolve. The case was then aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files were returned and analyzed. The console 106a3 serial number (B)(4) is still in the field. The data files confirmed the system notice #50002 (the system has detected an electrical component failure) on the date of the event. The reported issue does not indicate a console manufacturing related defect. In conclusion, the reported system notice #50002 along with a thermocouple issue were not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.